Event description:
It was reported that the lead was not sensing in bipolar configuration. The lead sensing/pacing configuration was reprogrammed to unipolar and now sensing/pacing is ok. The lead remains in use. The patient outcome was listed as "fine". No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.